Manufacturer narrative:
This report is submitted on february 23, 2024.

Event description:
Per the clinic, the patient experienced skin infection, skin breakdown and necrosis at the implant site. Subsequently, the patient was treated with oral antibiotics (date and duration not reported). The device was explanted on (B)(6) 2023. Re-implantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on july 17, 2024.